Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment/ damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition. The both upper arms that are part of the side rail assembly were disconnected from the bed. The instructions for use for citadel bed (830-213-en) state to: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, the caregiver should check operation of the side rails daily. If the result of the test is unsatisfactory, contact arjo. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detachment. The arjo device failed to meet its performance specification since the side rail was detached. There is no indication that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to the side rail detachment. No injury was reported.

Event description:
The side rail was detached from the citadel bed frame. The both upper arms that are part of the side rail assembly were disconnected from the bed. There was no indication that the bed frame was in use when the issue occurred. No injury was claimed.